Manufacturer narrative:
Clinical evaluation performed by medical affairs on 16 february 2018: recurrent dislocation in primary cementless tha during the first few months. The one image supplied does not allow to evaluate fully the condition of the joint reconstruction. The stem is slightly in varus position, which is not a problem per se, but having only one hip represented we cannot estimate if lack of soft-tissue tension may have contributed, or perhaps a stem anteversion problem, possibly linked to anatomic peculiarities. No reason to suspect a faulty device for this adverse event. Batch review performed on 19 february 2018; lot 167597: (B)(4) items manufactured and released on 14 february 2017. Expiration date: 2022-01-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size s -3.5 reference 01.25.021 (k072857): lot 166594: (B)(4) items manufactured and released on 02 march 2017. Expiration date: 2022-02-16 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 medacta sales representative was informed by the surgeon that a revision surgery will be necessary. Revision surgery performed on (B)(6) 2018 due to multiple luxation. Insert and head were revised .